Event description:
The materials management person reported that the pt had a tesio catheter inserted approximately (3) weeks ago. It had gotten brittle and cracked. This report was confirmed by the charge nurse at the chronic dialysis unit.